Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call of receiving an external ram crc error alarm, a a spanish software anomaly and an unexpected restart alarm. Customer reported that battery was only lasting 6 days and insulin pump had to be reprogrammed each time battery was changed. Customer's blood glucose was unknown. Customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The pump passed the displacement, rewind, basic occlusion, prime, excessive no delivery, occlusion, self test, and unexpected restart error tests. No unexpected restart or external ram crc alarms were noted during testing. The pump passed all operating currents tested within the specification range and passed the off no power test. The pump was monitored and tested with no low battery alerts noted. The pump had a displayable history alarm in the alarm history file due to corrupted history files. The pump was downloaded in the care link software and all bolus deliveries registered properly in the care link history report. The pump was received with a cracked reservoir tube lip and minor scratches on the display window.